Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during basal delivery. During system check with tandem technical support, it was confirmed that occlusion was related to the cartridge. Customer changed cartridge to address occlusion alarm and resumed insulin delivery. Customer reported blood glucose (bg) level was in the 170 mg/dl range.